Event description:
It was reported that the "top" knob on the external pulse generator was broken and hard to turn. The external pulse generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that the knob was broken but did confirm the customer comment that it was difficult to turn. Analysis also found the upper and lower cases and two side bail covers broken and contaminated, the ring cover, battery release, lead flex cover and keyboard pad contaminated and the ring bent. (B)(4).

Event description:
It was reported that the "top" knob on the external pulse generator was broken and hard to turn. The external pulse generator was returned for service. No patient complications have been reported as a result of this event.